Event description:
It was reported that a spectrum infusion pump had a continuous downstream occlusion alarm when resetting during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'pump which has a continuous ds alarm happening each time it's reset or attempting to run tests' was not reproduced. A review of the event history log revealed 'pump which has a continuous ds alarm happening each time it's reset or attempting to run tests' in the event history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out-of-range downstream calibration. The downstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.